Manufacturer narrative:
(B) (4). Physio-control recommended replacing the (B) (4) battery with a known functional (B) (4) battery. If the problem persists, it could potentially be an issue with the device's power module. After several subsequent attempts to contact the customer to confirm resolution to the reported problem, no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined at this time.

Event description:
It was reported that when operating the device on battery power, the screen turned white and the unit powered off. The customer indicated that this failure was observed after replacing the battery. They are using (B) (4) batteries and not the (B) (4) brand. There were no reports of patient use associated with the reported failure.